Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case mw5057776) in united states on 23-nov-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Consumer reported that she had the essure device implanted and had immediate and constant side effects which lead to a hysterectomy to remove essure on (B)(6) 2011. Now she is dealing with side effects of the hysterectomy. The reporter mentioned the event outcome hospitalization however she did not provide further details. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant side effects which lead to a hysterectomy. Hysterectomy is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned unspecified side effects which required a hysterectomy. Although case lacks information for a comprehensive causality assessment, it cannot be excluded that the reported hysterectomy occurred as a consequence of essure therapy. Therefore this case was regarded as incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Ptc investigation result was received on 06-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Follow up information received on 18-jan-2016: no further information could be obtained despite follow up attempts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant side effects which lead to a hysterectomy. Hysterectomy is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned unspecified side effects which required a hysterectomy. Although case lacks information for a comprehensive causality assessment, it cannot be excluded that the reported hysterectomy occurred as a consequence of essure therapy. Therefore this case was regarded as incident. Based on the available information no product quality defect was confirmed. No further information is expected.